Event description:
Meter was giving them erratic readings. Caller said that their family member was rushed to hosp at 2:00 am. They stated that their family members blood glucose dropped to 21 mg/dl when they were tested in the ambulance. They were not sure what treatment was administered. The caller's family member received multiple readings within a 24 hour period, among the readings 130 mg/dl, 116 mg/dl and 500 mg/dl were within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in value to be clinically significant. Testing was performed on finger.